Event description:
It was reported that it was not possible to turn the implantable neurostimulator (ins) off. It was noted that there were communication or telemetry issues. It was noted that the patient reported a shocking or jolting sensation. It noted that the device was explanted and replaced. It was noted that impedance testing and reprogramming was performed. It was noted that the patient could still sense the paresthesia even after the ins had been turned off. It was noted that the sensation was very unpleasant. It was noted that the patient had pain. It was noted that the patient was alive with no injury at the time of the report. It was noted that the patient did not experience the same sensation with the new ins. Additional information received reported that they were absolutely sure the device was turned off as it was check with both the physician and patient programmer. It was noted that the battery life was ok and it was replaced only due to the unpleasant jolting sensation. It was noted that this shocking and jolting sensation occurred both when the stimulator was on and off, although it was stronger when the stimulator was on. It was noted that the impedances were measured and the exact values were not available but according to the hcp they were in an acceptable range. It was noted that to the manufacturer representative¿s knowledge the stimulation was fine after the replacement. It was noted that the impedances remained acceptable with the replacement device.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report; a supplemental report will be submitted when analysis results become available.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no anomaly. Device functioned properly throughout 100 hours of testing at body temperature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.